Manufacturer narrative:
(B)(4). Date sent: 1/20/2026 d4: batch # a9ec1e. Investigation summary. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcl20 device was returned with no apparent damage. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. Disassembly revealed the anti-backup lever and the lockout spring were out of its intended position, jamming the firing mechanism, and four (4) clips were found inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Device history review a manufacturing record evaluation was performed for the finished device batch a9ec1e number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the clip wasn't firing well. After firing a few times, the wings were not closed and felt too tough to close. But the patients had no problem on the procedure.

Manufacturer narrative:
(B)(4). Date sent 10/20/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.